Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-sep-2016, UDI#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable pump. On (B)(6) 2020, it was reported that the patient's pump moved and flipped so the patient had to have a catheter revision twice. One revision occurred in 2015 and the date of the other revision was unknown, but the patient was sure that they had 2 revisions.